Manufacturer narrative:
No contact details for the reporting individual or the practice that performed the treatment have been provided at this time. When additional information becomes available, a supplemental medwatch will be filed.

Event description:
An individual posted on the ultherapy (B)(6) page on 01-jul-2019 alleging "I had ultherapy done on my neck, and it helped, but the procedure left a visible white scar (from being too strong?) ~about 1 1/2 inches long. I would not recommend for this reason!" A reply to the post requesting the reporter to contact merz/ulthera was made; however, the reporter has not responded at this time. No other contact information for the individual was provided. No additional information is available at this time.